Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, balloon rupture occurred. Vascular access was obtained via the common femoral artery. The 80% stenosed target lesion was located in the severely calcified superficial femoral artery. The 5.0mm x 20mm, 75cm mustang balloon catheter was advanced to the lesion. On the third inflation, the balloon ruptured at 20 atmospheres. The procedure was completed using a 5mm x 4mm mustang balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).